Event description:
Levo bag would be switched when there was approximately 50 ml in bag left, and there was enough medication in chamber and through tubing. As soon as a new bag would be spiked, the cassette would alarm and said cassette failure. There was no air through tubing, rn back primed into an empty syringe as well. The alarm would still continue. Pt required multiple pushes of epi (9 total) whenever pump malfunctioned. Another issue with pump is the touch screen. Several pumps freeze when you try to program anything. When titrating levo, I would change the dose from 0.4 to 0.8 and it would not change the dose, it would not let me exit the screen. None of the buttons worked.